Event description:
It was reported that two days after an unk procedure, the staple line was opened. A reoperation occurred and some of the staples were found in situs. No further info is available. There were no adverse consequences to the pt.

Manufacturer narrative:
Info not available, device not returned for analysis.